Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is experiencing a good bit of discomfort in the testicle area. Caller said they turned the stimulation down to 1.3 because patient was experiencing discomfort. Caller asked if this is normal. Agent asked if the pain is coming from the stimulation or from the procedure and caller said it is the electrical stimulation. The pain started a little yesterday and has gotten worse this morning. Agent advised caller to decrease stimulation to help the pain subside a little while waiting to see their doctor. Patient rep agreed and stated they will decrease the stimulation on their own when disconnecting the call. The patient was redirected to their healthcare provider to further address the issue. Patient does not have a post-op scheduled with their hcp yet.

Event description:
Additional information was received from the patient. They reported that they made minor adjustments to resolve the electrical stimulation. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.